Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The control board was recommended for replacement to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4). The distributor performed a checkout of the equipment and confirmed the reported complaint. The control board was recommended for replacement to resolve the issue. Block a: no report of patient involvement. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718

Event description:
The hospital reported the unit had an error that results in a system required restart during pre-use checkout. There was no report of patient involvement.